Event description:
The customer reported that the probe of the ortho provue analyzer was dripping. The instrument was taken out of operation. Probe drip may lead to dilution of sample / reagent, carry over and / or cross contamination and erroneous results which could lead to transfusion of incompatible blood.

Manufacturer narrative:
An ocd field engineer arrived at the site and determined the probe was bent. Replacement of the probe and the appropriate adjustments has returned the instrument to expected operation. This customer has not logged any similar complaints against this analyzer since this incident.